Event description:
Boston scientific received information that during threshold testing with this cardiac resynchronization therapy defibrillator (crt-d), an interference message and place wand message displayed on the programmer. It was reported that the wand was already placed over the device, however, the threshold test continued. Subsequently, the patient was observed to be slumped over in the chair. The patient was pacemaker dependent. Boston scientific technical services (ts) discussed the process for cancelling the threshold test when using rf telemetry and also suggested use of wand only telemetry. No additional adverse patient effects were reported.

Manufacturer narrative:
The threshold test was reported to have ended upon removal of the wand. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the device was explanted and replaced for reported normal battery depletion approximately 7 years later.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.